Manufacturer narrative:
(B)(6). There were multiple reports submitted for this event: see also MFR# 0001825034-2018-00368 concomitant: juggerknot short #1 maxbraid pn912068 ln293870 . (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an unknown surgery. During the procedure, following the insertion of the anchor into the patient's burr hole, the anchor pulled out. The surgeon attempted with a second anchor and the second product failed as well. The surgeon completed the procedure using the same product from an alternate lot. No patient impact was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Two juggerknots were returned for evaluation. As returned, both the juggerknots contained blood stains. The nitinol pusher on both the juggerknots was bent. Both the anchors are in position, however one of the anchor is worn; possibly due to reinserting the anchor into the pusher. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends